Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Tandem technical support advised customer to fully charge pump. The customer continued to use the pump for insulin therapy. The customer's blood glucose was 75 mg/dl.